Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 86 mg/dl (aviva meter) and 25 mg/dl (paramedic's meter). The paramedic's were called due to the wife and daughter being unable to wake up the customer. The customer was passed out from hypoglycemia. The paramedic's performed the back to back testing with the customer's aviva meter 86 mg/dl and emt's meter 25 mg/dl within 10 minutes. The paramedic's treated the customer with d-50 and the customer woke up around 15 to 20 minutes after the treatment. The customer was transported to the hospital and was given unknown treatment. It is unknown on how long the customer was in the hospital. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.